Event description:
The customer initially called to report that his insulin pump was lost. The customer then stated that he was hospitalized due to low blood glucose levels. The customer stated that he was attempting to give himself a bolus while driving prior to the event. The customer stated that he pulled up to a service station, and the next thing he remembered was waking up at the hosp. The customer stated that he may have over-bolused since he was trying to bolus while driving. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.